Manufacturer narrative:
The subject device was not returned for evaluation. Customer representative conveyed that the device was not available for return. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the fiber sparked during the beginning of a ureteroscopy procedure. The fiber was broken in the spot that it sparked but did produce a beam. The procedure was completed by using a new fiber. Laser settings are unknown. The fiber sparked as soon as the user went to use it at the patient end. It was unknown at the time that the fiber was cracked. There was no patient harm or injury reported due to the event. No user injury was reported.

Manufacturer narrative:
The aware date should be 16-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.